Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system was being evaluated for chest pain and premature ventricular contraction (pvc). It was discussed that this system has chronically exhibited high out of range shock impedance measurements. Shock impedance measurements have been known to reach 150 ohms. The last recorded measurement was 134 ohms. The patient's sensing and pacing impedances are normal. The clinic has not done nor plan to do troubleshooting efforts. No adverse patient effects were reported. This product remains in-service.